Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the device undersensed an evoked response of ventricular capture and delivered a backup pulse that fell on a t-wave, resulting in a vt episode for the pt. The device remained implanted.